Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Report received from (B)(6). No further information regarding the issue or customer could be provided.

Event description:
The customer reported that the device locked during use in a procedure. No further information could be provided regarding the issue.